Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during the firing on the cystic duct, some of the clips did not seem to be ¿in line with the guards of the clip applier¿ as they deployed. They deployed crooked and sideways as they were forming and did not fully form making them loose on the cystic duct. These clips were removed from the patient. All the clips were feeding into the jaws correctly prior to firing. Some of the clips fired did form properly; therefore the same device was used to complete the procedure. It is unknown how many total clips were fired, but the nurse fired the device outside the patient on a piece of paper and the clip formed correctly. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the device was part of a lap chole flex tray. The caller mentioned that there may have been too much pressure on the device during firing when the issues occurred.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.